Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and assisted the caller in doing so, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.